Event description:
It was reported that during a follow up, noise was observed. Noise was reproducible with isometric arm movements. Externalized conductors were observed via fluoroscopy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.